Event description:
Charger for the oral-b toothbrush seemed to have short-circuited [device electrical finding]. Case narrative: consumer via e-mail stated that the charger for the oral-b pro 790 toothbrush seemed to have short-circuited. No injury was reported. (B)(6) 2024 follow up via email: the suspect product lot was 1 ad 814 51039. No injury was reported.

Manufacturer narrative:
(B)(6) 2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Charger for the oral-b toothbrush seemed to have short-circuited [device electrical finding] case narrative: consumer via e-mail stated that the charger for the oral-b pro 790 toothbrush seemed to have short-circuited. No injury was reported. 22-apr-2024 follow up via email: the suspect product lot was 1 ad 814 51039. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.